Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h3; h4, h6 the following was updated: h6 component code - visual examination of the returned product identified the articular surface exhibits signs of implantation in the form of scratches. The lock down screw exhibits damage on both the hex end and threaded end. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. - review of the device history records identified no deviations or anomalies during manufacturing. - device is used for treatment. - the reported products were reviewed for compatibility with no issues noted. - review of complaint history found no additional related issues for this item and the reported part and lot combination. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with dislodged locking screw for the polyethylene insert. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee polyethylene exchange approximately 20 months post-implantation due to a disengaged locking screw identified on radiograph. The team was notified following review of an x-ray. Intra-operatively, all implants were well fixed. The disengaged screw and the constrained condylar knee polyethylene insert were removed, and a cps polyethylene insert was implanted. Attempts to obtain additional information have been made; however, no more is available at this time.